Event description:
A report was received that a patient was admitted to the hospital due to nausea and a high fever. The physician assessed the patient and believed the patient to have an infection at the pocket site. The physician explanted the patient's precision system and believed the infection is not contributed by the device. The patient was placed on antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50, (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inches stylet the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient was admitted to the hospital due to nausea and a high fever. The physician assessed the patient and believed the patient to have an infection at the pocket site. The physician explanted the patient's precision system and believed the infection is not contributed by the device. The patient was placed on antibiotics and is reportedly doing well following the procedure.